Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation procedure the patient experienced a pericardial effusion. A difficult transseptal puncture was obtained with a non-b device, when the physician wanted to replace the sheath, the pericardial effusion occurred before inserting the sheath into the left atrium. Puncture of the pericardial effusion was needed to resolve the issue. The procedure was then cancelled during this event. The patient has since fully recovered.